Manufacturer narrative:
A1: patient identifier added, previously submitted as unknown. B3: date of events: 03/22/2023, 04/05/2023, previously submitted as 03/2023. B5: this event occurred twice on the same patient therefore, update quantity to two folfusors, (previously reported as an unspecified elastomeric device). Each device contained fluorouracil hs (ebewe) 2500mg in sodium chloride 0.9%. No connectors or sets were used with the devices, each device was connected straight to the port, and access was via a ¾ inch port. D1: brand name: folfusor, previously submitted as ni d4: catalogue #, lot number added, previously submitted as asku. D4: UDI # added, previously submitted as ni. H4: lot manufacture date: october 25, 2021 - october 26, 2021. H10: the actual device was not available; however, photographs of the samples were provided for evaluation. A visual inspection of the photos showed fluid inside the bladders which suggested an under infusion may have occurred. Therefore, the reported condition was verified. Due to the nature of the sample, no additional tests were performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Event date - this event occurred on an unspecified date in (B)(6) 2023. Initial reporter address: (B)(6). Initial reporter postal code - 3021. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified elastomeric device underinfused medication to the patient. After the expected therapy time was complete, it was observed that there was half the medication dose still in the device that had not been delivered to the patient. The device was filled with fluorouracil. This issue was identified at the time of disconnection. There was no report of patient injury or medical intervention associated with this event. No additional information is available.